Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, creases fold, yellow particles and weight of the device to the specification. A visual and microscopic analysis were performed which identified a sharp break on the posterior side, and missing parts of shell. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is missing portion of shell due to inconclusive, and a sharp break on the posterior due to an unidentified tear opening.

Event description:
Healthcare professional additionally reported patient concern with the product. Device has been explanted.